Event description:
Asr implant revision - right hip.

Manufacturer narrative:
Although the specific reason for the pt's revision is unk, because the pt's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Hi revised - left.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr implant revision - right hip. (B)(4). File handler: (B)(6). Hospital: (B)(6) hospital. Update received may 9th, 2013. Hip side amended. Hip side is left not right as stated above. Update 10 sept 2014 - recreated to add customer reference number.